Manufacturer narrative:
The subject prod has been received and evaluated. Complaint for broken recoil ring unconfirmed. All components were found to be intact.

Event description:
It was reported, that the mesh should have been place in the pt. During this, it was noticed that the memory ring was fractured or broken.